Event description:
A malfunction was reported with the pump. The customer's blood glucose level remained below 500 mg/dl, indicating it was within a safe range. The malfunction code was resettable, but the customer had not reset the pump as they were not near the charging supplies. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.